Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mcs tip-cover accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the monopolar curved scissors (mcs) instrument was noted to have a sheath torn off preoperatively with an inability and difficulty removing the robotic scissors from the trocar. No fragment fell into the patient. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The instrument was found to have a broken tube extension at the orange plastic section. Thermal damage was not observed. The instrument was found to have detached fragments from the broken tube extension. A broken piece was not returned, measuring roughly 4.35 mm x 4.20 mm in size. The complaint was confirmed by failure analysis. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site¿s instrument logs confirmed: system serial # ((B)(6)), event date (08/05/2024), and procedure name (myomectomy). Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.